Manufacturer narrative:
(B)(4). Insulin pump passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review of the insulin pump¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good electrical board 2 onto electrical board 1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer did not receive replace battery now alarm. Troubleshooting was done for low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.